Manufacturer narrative:
(B)(4). The site indicated that the incident device would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the manufacturing non conformances was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release.

Event description:
The customer reported that during an exploratory laparotomy, resection of gist metastasis using the white rf tag towels the small tag which is on each towel that says 'made in (B)(4)' had ripped off rather easily. The resident saw it inside the patient and alerted the staff and it was removed.